Manufacturer narrative:
The device was judged by the engineer that the "battery was out of order". The customer declined service and repair.

Event description:
It was reported to philips that the device's battery can not be charged. There was no patient involvement.